Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : it was reported that on (B)(6) 2024, the patient underwent a tha revision surgery with the driver extractor in question for implant loosening. Unknown defect occurred. We are confirming about details. The surgery was completed successfully within 30 minutes delay. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tube was heavily bent. Additionally, it was discovered that the tube was severely stripped. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not conducted due to not being applicable to the complaint condition . A dimensional inspection was not conducted due to not being applicable to the complaint condition the overall complaint was confirmed as the observed condition of the driver extractor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a0308) provided is not a valid finished goods lot# h11 additional narrative: added: b5, g1 (manufacturing site name). Corrected: h3.

Event description:
Additional information received states that the stem was removed by the bended extractor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a tha revision surgery. The driver extractor in question was used for removing the implant stem. Although the device was used properly, the surgeon struggled with extraction. The force was repeatedly applied to the device in question, and part of device got deformed. The surgery was completed successfully within thirty minutes delay. There was no adverse consequence to the patient.